Manufacturer narrative:
The affected load was reprocessed. (B)(4). The investigation included a review of the device history record (DHR), system risk analysis (sra), lot trending history, concomitant product evaluation, and product return. Per the supplier's review of the DHR, no anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from (B)(6) 2016 to (B)(6) 2016 and trending was not exceeded. The product was not returned for evaluation. However, photographs of the product were sent for evaluation. The ci strip is red confirming the issue of the ci not changing color. Concomitant product evaluation was not performed as the unit information was not provided. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The cause of the issue cannot be verified. The supplier stated that all specifications were met before release and lot trending did not reveal any anomalies. Therefore, it is unlikely that there was a functional issue with the tyvek roll. Information about the unit was not provided and the customer had stored the product properly. This issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name: the correct brand name is tyvek® pouch with sterrad® chemical indicator. Common device - the correct common device is self seal pouch. Catalog number - the correct catalog number is 12425, lot number - the correct lot number is 86858-14914.

Event description:
A customer reported the tyvek pouch with sterrad chemical indicator did not change color correctly after a completed sterrad cycle. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of tyvek pouch with sterrad chemical indicator not changing color correctly.